Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 533 mg/dl at the time of the incident. The customer's blood glucose levels were 440 mg/dl, 480 mg/dl, and 250 mg/dl. The customer reported that the infusion set had bent canula. The insulin pump will not be returned for analysis.